Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Perforation and migration are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of perforation is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a herniated reservoir. A revision surgery was performed during which the physician removed the reservoir, repaired the hernia, and replaced the reservoir. Additionally, the physician noted that the patient did not have optimal tissue quality. Prior to the event, the reservoir had been positioned within the inguinal ring and subsequently migrated toward the bladder. No further patient complications were reported.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a herniated reservoir. A revision surgery was performed during which the physician removed the reservoir, repaired the hernia, and replaced the reservoir. Additionally, the physician noted that the patient did not have optimal tissue quality. Prior to the event, the reservoir had been positioned within the inguinal ring and subsequently migrated toward the bladder. No further patient complications were reported.